Event description:
Pt had an implanted venous access system and most recently had been having difficulty drawing blood and flushing the system. Noted to have a bulge apparent under the skin. A cathetogram showed it to be migrated. Scheduled for removal of the port. Upon removal of the port by the surgeon, it was noted that only 5cm of catheter was connected to the port and the end was "frayed" and jagged appearing. The pt was transferred for further evaluation and removal of the remaining portion of the catheter. The catheter was removed from the heart via access of the femoral vein. The pt tolerated this procedure well., the removed portion of catheter and the port are secured at the facility.